Event description:
Customer reported that : "procedure: double tibia-fibula fracture. Placement of a tibial nail with a handpiece. At the end of the operation, during the removal of the handpiece, the tibial nail remained stuck on the nail holder of the ancillary. After multiple attempts, it was impossible to detach the nail from the ancillary. The surgeon was forced to explant the nail and screws put in place and perform a new bore. Change of nail with obligation to drive a bigger nail because no other nails of the same size in stock." Delay : 1h opening of a new ancillary instrument set and placement of a bigger nail.

Manufacturer narrative:
Correction: refer to d4 lot number the reported event could be confirmed, since the device was returned for evaluation and matches the alleged failure. The received devices were not possible to disassemble although, a real root cause could not be determined but the alleged event is most likely caused due to an oblique insertion/cross threading/some debris inside the hole. The investigation of the parts involved indicates that it is likely that the observed issue of seizing of the nail holding screw is possible, if an unfavorable constellation of several dimensions (extreme value and specific direction) meet when assembling the devices. Functional inspection: the prongs of the nail are not fully engaged in the slot of the nail adapter portion [slight visible gap - no positive-locking fit]. Dimensional inspection: due to the nature of the returned device, a dimensional inspection was not possible to be performed. However, during manufacturing, functionality test and dimensional inspection were done according to specifications. During the inspection, all devices met the specifications. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
Customer reported that : "procedure: double tibia-fibula fracture. Placement of a tibial nail with a handpiece. At the end of the operation, during the removal of the handpiece, the tibial nail remained stuck on the nail holder of the ancillary. After multiple attempts, it was impossible to detach the nail from the ancillary. The surgeon was forced to explant the nail and screws put in place and perform a new bore. Change of nail with obligation to drive a bigger nail because no other nails of the same size in stock." Delay : 1h, opening of a new ancillary instrument set and placement of a bigger nail.